Event description:
The customer reported that they were going to track instrument and the system froze up. They also reported that the mouse would not move and no response from the keyboard. No patient injury reported.

Manufacturer narrative:
The ge service representative performed an over the phone evaluation. The representative instructed the customer through powering down and a cold boot. The customer reports the system operates as intended. During a retrospective review this event was determined to be reportable. It was included as part of a retrospective summary report (rsr) request to FDA on april 26, 2011 (B)(4). FDA requested this event to be removed from the rsr request and filed via 3500a.